Event description:
One discordant high potassium result was obtained on an advia 2400. The samples were rerun and confirmed on the same system and the corrected results were reported. There were no reports of adverse health consequences or known patient intervention due to the discordant potassium result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse determined that the cause for the discordant potassium results was that the electrode has been in use for 4 months (beyond the 3 month on-system use life). Per siemens product labeling, the potassium electrode is warranted up to 30,000 samples, for 3 months from the time the electrode was placed on the system or until the expiration date stamped on the electrode box, whichever occurs first. This warranty is not applicable to dialysis samples, samples left at room temperature longer than 24 hours after blood collection or samples that are decomposed. The potassium electrode was replaced. The fse calibrated the system and ran qc's. The instrument is performing within specifications. No further evaluation of the device is required.